Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: one photo was provided to our quality team for evaluation. Upon visual examination of the picture received, our quality team verified a particle inside the syringe. A device history record review found no non-conformance associated with this issue during production of this batch. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The manufacturing line has a blowing vacuum system for particles, the reported lot manufactured prior to the installation of this system. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to determine a root cause at this time. The appropriate personnel have been notified and we will continue to track any future occurrences. Investigation conclusion: it has been received 3 pictures for investigation. Upon visual inspection of the pictures received it can be observed a particle inside the syringe, outside the fluid path (on plunger nerves). DHR of lot 1812225 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ml ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and foreign matter out of the manufacturing area. In addition, equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. In packaging machine of this manufacturing line vacuum system has been installed in july 2019, to reduce foreign matter inside the blister (this lot was manufactured in december 2018 before this preventive action has been taken). According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub- processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: shelf-package per pallet. Functional inspection. Printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since no issues were identified and manufacturing record established that all production and quality processes were carried out normally, the root cause of the alleged defect cannot be determined. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Quality project# (B)(4) is open to reduce this foreign matter in this product. The incident is reported to manufacturing staff. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description cannot be determined. Rationale: quality project#: 1690 is open to reduce this foreign matter in this product.

Event description:
It was reported that before use of the bd plastipak¿ 50ml concentric luer lock syringe there was an issue with foreign matter between the plunger and cylinder of syringe. The following information was provided by the initial reporter: spec of dirt/unknown material present in between the plunger and cylinder of syringe. This was noticed after the syringe was taken out of the packaging, therefore dirt was present within the package.